Event description:
Voluntary medwatch received states the physician explanted the implantable cardioverter-defibrillator system including left ventricle lead due to infection. The leadless pacemaker was replaced. The patient condition was unknown.